Manufacturer narrative:
(B)(4). The ventilator malfunction was confirmed. The breath delivery central processing unit (bd cpu) and graphic user interface central processing unit(gui cpu) were replaced and software updated to resolve the reported issue. The unit then passed all calibrations and performed testing.

Event description:
It was reported that during patient use, the ventilator failed. It went "vent inop" and into "back up ventilation" without any reported patient harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.